Event description:
Healthcare professional reported a left side capsular contracture, baker grade ii, ¿small amount of fluid," and "initially the gram stain was negative and later grew out mrsa." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the weight the device within specification, white particles in the shell, deformation and crease fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of seroma - late and infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: ¿small amount of fluid"; "initially the gram stain was negative and later grew out mrsa" further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number 23591955 was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30032269 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of apr-2020 through mar-2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.